Event description:
It was reported during the procedure, the physician found the guidewire was kinked. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4), the customer returned one opened cvc set with multiple components, including a guide wire, arrow raulerson syringe (ars), and introducer needle for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have one kink towards the distal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire were located 32mm from the distal tip. The overall length of the guide wire measured 601 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.800mm which is within the specification of 0.788-0.826mm per guide wire product drawing. Functional inspection of the guide wire was performed per the instructions-for-use (IFU) provided with the kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned ars and the returned 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained one kink towards the distal end. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during the procedure, the physician found the guidewire was kinked. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.